Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
Per (B)(6) database: the hospital reported a malfunction that could result in the delivery of a hypoxic mixture to the patient. The unit was replaced and case resumed. There was no report of patient injury.

Manufacturer narrative:
Customer declined to provide further details. No repair information avaialble.